Event description:
The pt received his scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the pt lost stimulation after he bent over to pick up his programmer off the floor. Diagnostic tests exhibited invalid impedance measurements on all lead contacts. An x-ray was taken and no anomalies were noted. The physician plans to perform intraoperative testing on the lead and possibly explant/replace the lead. The surgery date is currently undetermined; no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.